Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the removal of the bag (lot # 71f25f0943) containing the appendix stump, the bag was torn, leaving the stump inside the abdomen. A second bag (lot # 71f25h0847) was thus used and also ruptured, leaving the specimen inside." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. 2 units involved. Associated mdrs: 3006425876-2026-00339.